Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported as it may lead to stop of ventilation. Based on information provided, the system was being used for non-invasive ventilation and the patient was bearded. The issue has not been reproduced and no part has been replaced. The device was delivered to the user in working condition.

Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).